Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured obturator and cannula. Based on the condition of the returned unit and the description of the event, it is likely that the fracture was caused by a combination of the following: excessive forces exerted on the unit during insertion of the trocar and material abnormality, which would cause the cannula and obturator to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Event description: the trocar broke in half while trying to insert. They replaced the trocar to continue the case. No patient injury was reported. Limited information was available. The device is available for return. Type of intervention: they replaced the trocar to continue the case. Patient status: no patient injury was reported.